Manufacturer narrative:
Additional information was received that the patient did not undergo another ipg replacement procedure. The patient only had two previous ipg replacement procedures.

Event description:
A report was received that the patient underwent an ipg replacement due to charging issues.

Manufacturer narrative:
Additional information was received that the patient did not undergo another ipg replacement procedure. The patient only had two previous ipg replacement procedures (MFR report #: 3006630150-2012-01617 , MFR report #: 3006630150-2013-01149).

Event description:
A report was received that the patient underwent an ipg replacement due to charging issues.

Event description:
A report was received that the patient underwent an ipg replacement due to charging issues.